Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4030c-08 serial/batch number (B)(6) was received for investigation. Visual evaluation noted that the bio screw was broken/warped into two pieces. Per dfu-0111. Precautions: 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the screw tip broke off inside the patient and it was found loose in the knee joint. Everything was removed from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.